Event description:
It was reported that signal loss occurred. Product was provided for investigation. An external visual inspection was performed and passed. Nordic bluetooth pairing test was performed and passed. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause was the transmitter and app were unable to complete a data transfer. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause was the transmitter and app were unable to complete a data transfer. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). D4 serial no- additional information. D4 lot no - additional information. Primary UDI number- additional information. D9: date device returned - additional information. Additional information. D9: device returned to MFR - additional information. H3 device evaluated by mfg- additional information. B5 describe event or problem- additional information. D9 device available for evaluation- additional information. H2: type of follow up: additional information/ device evaluation.

Event description:
Subsequent to the initial MDR, additional information is required.